Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button took long to respond. Customer¿s blood glucose level was unknown. Customer reported that the scroll bar was not moving with no input as well as number was not ramping on their own. Customer was able to clear the alarm and reported that all buttons were unresponsive. Customer reported that the block mode was inactive. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.